Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. The capsule remained on the end of the delivery system when pulled out of the pediatric patient. The capsule fell off when touched. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or, when additional information is received from the hcp.